Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user facility's device handling and/or reprocessing steps differed from that presented by the instructions for use (IFU). The suggested event is detectable/preventable by handling device in accordance with the following IFU for oer-pro: "chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he had a total of three olympus evis exera iii colonovideoscopes that were reprocessed with a faulty endoscope reprocessor and then used on patients. According to the initial reporter, the reprocessor¿s yellow connector was broken. The customer went on to confirm that all three procedures performed were colonoscopies and none of the cases resulted in patient harm of any kind. Reportedly, the other scopes that were reprocessed by the same faulty unit, were sent back to reprocessing to be cleaned using a different reprocessor. This is complaint 1 of 4. For details related to the other 3 events please see reports with patient identifiers: (B)(6).